Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/08/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to this issue, the audio bolus button cover was missing, therefore, investigators were unable to test audio bolus button response from user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. Investigation revealed a crack in the battery compartment.